Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The helpline called the customer due to an outreach survey and the customer reported that the meter would not link to the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that he had run out of insulin the day before and forgot to refill it until the morning of the call. The customer treated his high blood glucose level with the insulin pump. The customer reported feeling fine. The customer was informed to call back if problems persisted. Nothing was replaced or returned for analysis.